Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No motor error alarm noted. The insulin pump functioned properly. The motor was tested outside the device and passed. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that they encountered a motor error during priming. The customer stated that they also received a no delivery alarm from the pump. The customer replaced the infusion set and did not have problems ever since. The pump was not exposed to an x-ray or MRI. The customer was advised of the alarm and its possible causes. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.